Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure had migrated / migration of essure device location of device: bladder'), device breakage ('device breakage,breakage') and malignant melanoma ('she took leave in 2015 as melanoma cancer in leg was removed') in a 41-year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 (26feb1991), breast reduction and endometriosis. Denies use of alcohol,denies smoking. Previously administered products included for an unreported indication: enalapril, penicillin, metformin and gemfibrozil. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included morbid obesity, hypertension, fatty liver, ovarian cyst and melanoma. Family history included heart attack (father), nasal sinus cancer (mother) and diabetes (mother, brother 1). Concomitant products included enalapril, ethinylestradiol;norethisterone (necon), gemfibrozil, metformin and misoprostol (cytotec). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and menstruation irregular ("hormonal changes describe: irregular menses"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and device breakage (seriousness criterion medically significant), 8 years 1 month after insertion of essure. On an unknown date, the patient was found to have malignant melanoma (seriousness criterion medically significant) and experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain (severe, stabbing pain)"), ovarian cyst ("left ovarian cyst") and genital haemorrhage ("bleeding"). The patient was treated with surgery (melanoma cancer in leg was removed). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, malignant melanoma, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal pain, dysmenorrhoea, dyspareunia, ovarian cyst, menstruation irregular, depression, anxiety and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, malignant melanoma, menorrhagia, menstruation irregular, ovarian cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 227 lbs. Dob provided as (B)(6) 1967. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Computerised tomogram - on (B)(6) 2017: results: one of the essure had migrated. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure had migrated / migration of essure device location of device: bladder'), device breakage ('device breakage,brakage') and malignant melanoma ('she took leave in 2015 as melanoma cancer in leg was removed') in a 41-year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 (B)(6) 1991), breast reduction and endometriosis. Denies use of alcohol,denies smoking. Previously administered products included for an unreported indication: enalapril, penicillin, metformin and gemfibrozil. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included morbid obesity, hypertension, fatty liver, ovarian cyst and melanoma. Family history included heart attack (father), nasal sinus cancer (mother) and diabetes (mother, brother 1). Concomitant products included enalapril, ethinylestradiol;norethisterone (necon), gemfibrozil, metformin and misoprostol (cytotec). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and menstruation irregular ("hormonal changes describe: irregular menses"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and device breakage (seriousness criterion medically significant), 8 years 1 month after insertion of essure. On an unknown date, the patient was found to have malignant melanoma (seriousness criterion medically significant) and experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain (severe, stabbing pain)"), ovarian cyst ("left ovarian cyst") and genital haemorrhage ("bleeding"). The patient was treated with surgery (melanoma cancer in leg was removed). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, malignant melanoma, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal pain, dysmenorrhoea, dyspareunia, ovarian cyst, menstruation irregular, depression, anxiety and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, malignant melanoma, menorrhagia, menstruation irregular, ovarian cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 227 lbs. Dob provided as (B)(6) 1967. Patient received treatment for pain, bleeding ,migration . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Computerised tomogram - on (B)(6) 2017: results: one of the essure had migrated. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, patient demographic information, event bleeding, event outcome and rcc comment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure had migrated"), device breakage ("device breakage") and malignant melanoma ("she took leave in 2015 as melanoma cancer in leg was removed") in a (B)(6) female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1991), breast reduction and endometriosis. Denies use of alcohol,denies smoking. Previously administered products included for an unreported indication: enalapril, penicillin, metformin and gemfibrozil. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included morbid obesity, hypertension, fatty liver, ovarian cyst and melanoma. Family history included heart attack (father), nasal sinus cancer (mother) and diabetes (mother, brother 1). Concomitant products included ibuprofen (motrin) and misoprostol (cytotec). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes describe: irregular menses"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 8 years 1 month after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, malignant melanoma (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain (severe, stabbing pain)") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (melanoma cancer in leg was removed). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, malignant melanoma, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal pain, dysmenorrhoea, dyspareunia, ovarian cyst, menstruation irregular, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, malignant melanoma, menorrhagia, menstruation irregular, ovarian cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Computerised tomogram - on (B)(6) 2017: one of the essure had migrated. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Events- "hormonal changes describe: irregular menses; depression, mental anguish, device breakage" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.